Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: correction: this MDR is being submitted to correct the medical device problem code under h6a, lot number and expiration date under d4 and manufacturer date under h4. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 12-jan-2026 against "lot number 5355735 and similar malfunction code(s): use of expired infusion set products. The review confirmed that lot 5355735 and the identified failure mode are not associated with any ncrs or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 12-jan-2026 against "lot number" criteria equal 5355735 and similar use of expired infusion set products. The count of complaint is 1. The complaint number is complaint (B)(4). Device history record (DHR) review: the lot 5355735 was manufactured according to the work indtruction (wi) version 69 and manufactured in the multivac m12 on 04-jul-2021, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Retain samples testing: functional testing was not conducted due to the expiration of the batch, which could compromise the integrity and validity of the results. Conclusion: unable to perform visual and functional verification; assessment based on available documentation only. Corrective and preventive action (CAPA) determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 5355735 and related malfunction codes. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending. For more details see the information under the child inv record (B)(4).

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: austria. Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in austria. It was reported that the patient faced diabetic ketoacidosis event and eventually got hospitalized on (B)(6) 2025. Length of hospitalization was greater than 24 hours. The blood glucose level was 700 mg/dl at the time of event and the patient got treated with intravenous insulin. Patient tested for ketones. No further information available.